Manufacturer narrative:
Product complaint #(B)(4). Date sent: 6/3/2020 two photos received. Upon visual inspection of two photos, the following was observed: the photo shows a blue reload from top view with all drivers up (fully fired) and the sled on the end of channel. In addition, some pockets of cartridge deck appear to be slightly damaged. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # u5aj72. Per photographic evaluation: 2 photos and a video were received. The 1st photo shows the tissue with malformed staples, bleeding was noted. The 2nd photo shows the tissue and bleeding is noted. The video show at 00:03 mark the device was placed between tissue with a blue reload loaded. At the 00:11 mark the device was fired and could be observed that the tissue was pushed forward when device was fired. Due to this condition stapler and cut were no as expected on the tissue caused to bleeding on this area. At the 00:31 mark the device was removed. At the 00:33 mark the staple line begins to bleed at this point the video ends. Based on the photos and video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion device analysis: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy, stapler misfired. First three firings completed normally (gst60g). Fourth firing (gst60b), the tissue bunched up and seemed to drag during fire. Tissue was pushed to distal end of the stapler. Jaws were able to be opened and removed. Staples were all clumped together in tissue at the distal end of the completed firing. A second like device was opened. Two gst60b reloads were used to transect and removed the malfunctioned staple portion. Procedure was delayed 20 minutes due to the reported event. Procedure was successfully completed. There were no patient consequences reported. There were no clinical outcomes experienced by the patient.